Event description:
It was reported that during a ptca procedure, the balloon would not deflate. The balloon was deflated with a syringe and removed without incident. No patient injuries or complications occurred.